Event description:
It was reported that the trocar "detached" during the implantation of the second stent from a trabecular microbypass stent system. Per report, the trocar fragment was removed intraoperatively with forceps from the operative eye. Through follow-up, the following additional information was received. Per report, the surgeon may have exerted too much pressure during stent insertion in the trabecular meshwork (tm), and it was reiterated that the trocar fragment was removed intraoperatively with no adverse patient impact. The report noted that the patient is doing well postoperatively with the event resolved.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore a complaint history review for the device lot number could not be completed. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the surgery video was performed. The reported event ¿trocar of injector detached¿ was unable to be visualized due to the entire tip of the device being out of the visual field during the two (2) implantations. There is no evidence from the surgical video that the device was released for distribution with any manufacturing or device related nonconformities. The trocar appeared to be straight and intact upon entering the eye and retracting the sleeve. Based on the investigation and available information, it is possible surgical technique contributed to event, however, due to compromised visualization in the surgical video, the root cause of the reported issue could not be conclusively identified. MFR# reference: (B)(4).